Event description:
The customer reported that on (B)(6) 2011 a secondary tube was labeled with an incorrect sample identification barcode. Two different barcode identification codes were applied to the tube, with the incorrect barcode over-labeled on top of the correct barcode. The mislabeled aliquot tube was discovered by laboratory staff when same patient primary tube results did not agree with secondary tube sample condition or results. Aliquot results were reported outside of the laboratory for the wrong patient based upon this mislabeling event. The end user was informed about the event and omitted the incorrectly assigned patient results. While there were no reports of adverse event or serious injury related to this event, it is unknown as to whether there was a change to patient management. Patient demographic information, actual patient results and the labels involved in the event were not provided by the customer.

Manufacturer narrative:
Service was dispatched for this event. The field service engineer (fse) discovered that the leading edge of the instrument's print labeler suction pad was damaged and had been corrected by an unknown source through the application of tape. This caused the labels not to fully transfer and led to the mislabeling incident. Additionally it was identified that the instrument was equipped with an outdated software version, which did not possess higher sensitivity mis/labeling alerts available in newer versions of the software. This issue was a contributing cause to the mislabeling event. As an interim repair, a barcode reader was installed on the instrument to identify any mislabeled tubes and to prevent them from further processing. Service is scheduled to install a label present sensor and to replace the damaged suction pad.